Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: na, serial number: na, batch/lot number: na, model/catalog description: scs-linear leads, unique identifier (UDI) #: na.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing relief for their pain. All device components were explanted and were not returned. The patient was doing well postoperatively.